Event description:
It has been reported to philips that the foot switch intermittently did not emit x-rays when the pedal was pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use and the procedure was completed without delay. A philips field service engineer (fse) went onsite and checked the wired foot pedal. During investigation, it was confirmed that there was no error/abnormality and no obvious errors in the logs. As a part of troubleshooting, the fse performed the tube adaptation and calibration. Following that, the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.